Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) ruptured, which led to a revision surgery. The device was removed and replaced. No patient complications were reported. No additional information was provided.